Event description:
A customer reported that the footpedal "was defective" during a cataract/vitrectomy procedure. The procedure was able to be completed with the same footpedal and with no impact to the pt. Add'l info was rec'd advising that the defect was that the system software switched over to another cataract preset when the footpedal was manipulated. The facility had their technical service rep evaluate the system, and they discovered a ruptured cable.

Manufacturer narrative:
A company rep examined the system and replaced a footswitch and footswitch cable. There were no samples returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause is unk at this time. (B)(4).